Event description:
Intra-aortic balloon pump catheter perforated and developed thrombus inside the balloon. Because of thrombus in the balloon, the balloon was difficult to remove through the femoral arteriotomy site. The balloon ruptured during removal, and there was concern for retained foreign material or thrombus.